Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID: 3387-40, lot# j0313854v, implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: lead. Product ID: 3708695, serial/lot #: (B)(4), ubd: 31-jan-2017, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 02-mar-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the lead on the left side eroded out of the skin, and was protruding out of the skin on the head. Diagnostics/troubleshooting included the ins being interrogated and the interrogate indicated end of service (eos) state of the device. Hence, no further investigation e.g. Impedances, etc. Could be performed. Interventions/actions included the surgeon decided to explant the lead and the extension, and conveyed that he does not plan on implanting the left side ever again. The surgeon decided to replace the primary cell with a new primary cell device, and plug the port for the left side extension/lead. The new device was setup accordingly, and implanted successfully after the explant. The issue is reported to be resolved. The devices were discarded and will not be returned for analysis. No further complications were reported or anticipated with this event.